Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No blank display anomaly noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s sister reported via phone call that the customer could not use the insulin pump because the insulin pump had a blank display. The customer's blood glucose level was 222 mg/dl at the time of the incident. The customer looked at the insulin pump it was already off or with blank display. The customer was not calling back after receiving a new battery cap. The contacts on the battery cap are neither missing nor damaged. The customer reported that the display did not return. The customer changed the batteries many times but the insulin pump would not turn on. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.